Event description:
The patient had the ideal implant implanted and the right sided implant was noted to be defective almost 2 weeks later. The patient had to return to have the right sided implant exchanged a few days later. Patient had implants placed status post breast ca. The right implant post surgery was defective because it leaked saline. They were able to determine it was defective because, a few days after surgery, her breasts no longer appeared symmetrical as they had during surgery. There was no injury to the patient due to the leaking saline.